Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity.¿

Event description:
It was reported that patient underwent an initial hip arthroplasty on an unknown date with competitor products. Subsequently, patient was revised on (B)(6) 2013 due to loosening of the cup. The cup and liner were removed and replaced. Subsequently, patient was revised on (B)(6) 2015 due to cup loosening. The cup and liner were removed and replaced.